Event description:
It was reported that the shock impedance was measuring 120-138 ohms. The patient had previously received an inappropriate shock in which the impedance was 125 ohms. Technical services recommended further troubleshooting and this right ventricular lead remains in service at this time. No additional adverse patient effects were reported.